Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 4 of 4 devices were returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found a cartridge from another manufacturer, which is not compatible with our device. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. This report summarizes four malfunction events where a midwest tradition handpiece won't hold burs. There were no injuries in any of the events.